Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs.

Event description:
It was reported that following the implant of the first lead of the deep brain stimulation (dbs) system into the left basal ganglia the patient experienced a headache, was unresponsiveness, and experienced difficulty moving the right hand. A computerized tomography scan (CT scan) was performed and it confirmed the presence of a hematoma in the basal ganglia, the surgery was aborted at that time. The patient was hospitalized and intervention was provided, however it is unclear whether it was medical or surgical. No devices will be returned as they remain implanted.